Event description:
Pt had dx of pectus excavatum. Nuss bar placed in 2006. Revision done the following day for slipped bar. Revision of 1st bar and placement of 2nd bar 29 days later . Revision (bending) of 2nd bar ten days later . Removal of 1st and 2nd bars 3 months later. "Imored" after removal of 2nd bar pt had cardiac arrest. Thorocotomy showed cavity full of blood. Questionable tear in heart.

Event description:
Describe event or problem